Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots and the power rebooting was duplicated using the returned battery cap. The pump was run on a 24 hour basal program using the test cap. The pump was able to maintain an electrical contact during the test; however the test cap was unable to tighten to the pump. The returned battery cap was found to be damaged with torn/missing threads. The battery compartment threads were found to be stripped and missing. The battery contacts were within specifications. The battery compartment was found to be cracked above the bumper at the threads and on the side at the case seal traveling up toward the threads. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.